Event description:
Ventilator alarmed indicating "vent in op #82". Rt was unable to reset alarm. Cycled power off and on and unit seemed ok, then alarmed a few minutes later. Unit was replaced and held for testing. A/d pcb found bad and replaced by MFR rep. Problem: operator's manual makes no reference to error codes and provides no remedial steps for operator to follow. This info should be provided to all operators.